Event description:
On (B)(6) 2007, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Final angiography showed no endoleak, and the pt tolerated the procedure. On (B)(6) 2012, follow-up computed tomography identified a distal type I endoleak with aneurysm dilation. It was reported that the pt's distal thoracic aorta had become aneurysmal, creating a lack of distal wall apposition. On (B)(6) 2012, an intervention was performed whereby the endoleak was repaired using an additional gore tag thoracic endoprosthesis. The pt recovered with treatment.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.